Event description:
During the stenting of a de novo moderately calcified and slightly tortuous distal right coronary artery with 90% stenosis in a male, the balloon ruptured. The 2.0/18mm cypher had been delivered to the target lesion when balloon ruptured at 10atm during inflation, requiring post-dilation with a 2.0/15mm apollo balloon. Intravascular ultrasound was conducted and it confirmed the cypher to be fully dilated. The procedure concluded successfully without any injury to the patient. Product will be returned for analysis. The physician suspects the balloon ruptured because of the defective stent delivery system.

Manufacturer narrative:
This product is not sold in the united states; however, it is similar to a product that is sold in the united states. The device is available for evaluation, but it has not yet been received. Additional information will be submited within thirty days upon receipt.